Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance, the ht70 plus ventilator pump was not working properly. There was no patient involvement at the time of the event. The service engineer evaluated the ventilator and replaced the pump and manifold assembly. The ventilator passed all testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was returned to the service center where the pump and manifold assembly was replaced and preventative maintenance was performed which was due or overdue. The ventilator passed all testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Update to evaluation code result. Device evaluation summary: the pump/maniford assembly was received by failure investigations for analysis. The issue was confirmed.. The complaint was isolated to a leak and the probable cause a missing o-ring. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.